Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt would say last week or something like that the pt was not feeling the stimulation; the stimulation was suppose to be at the implant in the lower left but instead the pt was feeling it on the right leg to their knee. Pt later said they went to feeling nothing. Pt noted they were having difficulty with their controller for they weren't getting any stimulation at all; pt had increased the stimulation and changed groups but it tells the pt looking for device. During call pt verified that their stimulation was turned on and set to group b program 2 (pt mentioned they had groups 1, 2, 3, and 4 for group b). During call pt attempted to increase stimulation from 2.4 to 2.5, pt then got no device found. Pt reset the controller and verified everything was charged up. Pt then increased stimulation intensity to 2.7 and the pt felt the stimulation in the right leg from the thigh to the knee. The issue was not resolved. Ps emailed local representatives requesting them to contact the pt. Pts hcp was (B)(6).